Manufacturer narrative:
A photo review was performed, and the set is observed to be connected into a patient, but not really significant leaks or anomalies are noted. Two (2) used device was returned for evaluation and underwent initial intake and decontamination processing. Prior to engineering evaluation, the sample could not be located for further testing. A documented search of applicable handling and storage areas was performed; however, the device could not be recovered. As the physical sample was unavailable for evaluation, testing could not be completed, and a definitive root cause could not be determined. A device history review could not be completed due to the unknown lot number. Updated information in d9 - date returned to mfg: 12/10/2025. Correction in concomitant product.

Manufacturer narrative:
A photo was shared by customer, where the set is observed to be connected into a patient, but not really significant leaks or anomalies are noted. The device sample was received at the investigation site and underwent initial intake and decontamination processing. Prior to engineering evaluation, the sample could not be located for further testing. A documented search of applicable handling and storage areas was performed; however, the device could not be recovered. As the physical sample was unavailable for evaluation, testing could not be completed, and a definitive root cause could not be determined. Review of available information, including customer-provided photographs and complaint details, did not identify a conclusive failure mechanism. Should the device be located at a later date, the investigation will be reopened and additional evaluation performed as appropriate. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 5¿ (13 cm) appx 0.89 ml, bifuse ext set w/2 clamps, rotating luer and it was reported that the patient had a chemo infuser (elastomeric pump) attached as per protocol for 3 days. The patient came in to remove the ivad (implantable venous access device). The nurse noticed a chemo leak on the patient shirt, the white chemo residual on his skin, and under his dressing. The set was disconnected, examined and flushed the legs of the extension set through the max zero. The max zero were both well attached to the set, not loose was observed. The set leaked, bypassing the max zero cap on the side which had chemo infusing. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.